Event description:
A report was received that the patient was having pain at ipg pocket and splitter site. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-3400-30 serial:(B)(4) description:30 cm splitter kit model:sc-2316-70 serial: (B)(4) description:infinion 70 cm lead kit.

Manufacturer narrative:
Additional information was received that the patient's splitter was explanted. The splitter was replaced due to multiple high impedances. The patient is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having pain at ipg pocket and splitter site. The patient will undergo a revision.